Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the limited information received from the field in situ measurement show an increasing ground path impedance over time likely caused by bone growth over the reference electrode. This is a final report.

Event description:
The explanted device was received at hq. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
An explanted device was received at hq. The user was reimplanted.